Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported on behalf of (4-year-old child) a customer who's experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as swelling, redness at the insertion site. It was further reported customer had contact with a healthcare professional who confirmed the customer had an infection and was prescribed amoxicillin and clavulanic acid for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of ((B)(6)) year-old child) a customer who's experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as swelling, redness at the insertion site. It was further reported customer had contact with a healthcare professional who confirmed the customer had an infection and was prescribed amoxicillin and clavulanic acid for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported on behalf of (B)(6) year olda customer who's experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as swelling, redness at the insertion site. It was further reported customer had contact with a healthcare professional who confirmed the customer had an infection and was prescribed amoxicillin and clavulanic acid for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) with adhesive, has been returned and investigated. Visual inspection has been performed on the returned sensor; no issues observed. No malfunction or product deficiency was identified. An extended investigation has also been performed on the returned product. Only the sensor puck and plug have been returned. Applicator and sharp were not returned. The device history record (DHR) has been reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified.